Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "there is a foreign body in the tube, causing the devicet to be blocked."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "there is a foreign body in the tube, causing the devicet to be blocked."